Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 55 mg/dl and a seizure. Reportedly, customer's continuous glucose monitor was not available and customer was not monitoring bg levels. Additionally, customer has addison's disease which customer believed contributed to the event. Bg was treated with intravenous saline. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.